Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) unconscious and with a blood glucose (bg) level of 900 mg/dl; cause was suspected as the pump not delivering adequate insulin. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.